Event description:
The customer stated that she performed a control test and received a result that was 50-60 points higher than the normal control range. A normal control range should be around 95-137 mg/dl. The customer did not allege any adverse events. She declined to troubleshoot the system and ended the call. No product will be returned for evaluation.